Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited high out of range pacing impedance measurements greater than 2,000 ohms and loss of capture (loc). The patient complained of shortness of breath (sob). Fluoroscopic imaging revealed a lead fracture at the vein/pocket interface. An invasive procedure was performed. The lead was explanted and two new lv leads were attempted to be implanted due to patient anatomy. Subsequently, another manufacturer's lv lead was successfully implanted in conjunction with an epicardial lv lead one month later. No additional adverse patient effects were reported.

Manufacturer narrative:
The hospital is in possession of the lead. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.